Event description:
The pt received his scs system on (B)(6) 2009. It was reported the pt had stimulation but the charger was not working and he could not charge his ipg. A new charger was sent to the pt. Attempts to determine if the charger resolved the issue have been unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.